Event description:
I was at a family event and my pump alarmed that the battery failed and a new battery was needed. However, the battery indicated showed there was plenty of charged left in the recently inserted battery. My pump then shut down while my husband ran to the store to get new batteries. I had no insulin for approximately 1/2 hour. I am a type 1 brittle diabetic and rely on my insulin pump to keep my diabetes in tight control. This could have been a medical emergency. I wear a dexcom 7 cgm (continuous glucose monitoring) and used that with my glucometer to get my blood sugar levels back into range. There was no physical trauma to the pump that day-no bumping or dropping.